Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01633, 0001822565-2024-01565. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximately 20 years ago and had two prior revisions of unknown product. Subsequently, the patient was then again revised approximately thirteen years post implantation due to the right leg being shorter during the pre-op assessment. During the procedure, massive bone loss, sift tissue defects, loosening and metal debris were noted. The acetabular component along with the head and liner were exchanged during a complex procedure without any apparent complications. Attempts have been made but no further information is available at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient underwent a right hip revision procedure approximately thirteen years post implantation due to the right leg being shorter during the pre-op assessment. During the procedure, massive bone loss, soft tissue defects, loosening and metal debris were noted. The acetabular component along with the head and liner were exchanged during a complex procedure without any apparent complications. Attempts have been made but no further information is available at this time

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-01633 0001822565-2024-01565. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a total hip arthroplasty of unknown product approximately 20 years ago and had two prior revisions at unknown dates. Zimmer biomet product was used at an unknown date approximately thirteen years ago. The patient was revised again approximately 13 years post the initial implantation of zb product. A pre-op appointment found a short right leg. This revision involved an acetabular component with head-liner exchange. During that revision, massive bone loss was found as well as metal debris. Approximately two weeks after the revision, peroneal nerve palsy was reported; no treatment was provided as the issue was resolving. Approximately one month later, legs were found to be of equal length, and x-rays showed no abnormal findings. The complaint was confirmed based on the evaluation of the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.